Manufacturer narrative:
This report is submitted on january 09, 2019.

Event description:
Per the clinic, the patient experienced magnet dislodgement following an MRI (tesla unknown), subsequently a decision was made to explant. The device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on february 14, 2019.